Event description:
Received information stating customer received an altitude alarm. Reportedly, customer sometimes wears the pump with the vents against the skin.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.